Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were sensing issues, oversensing, and electromagnetic interference/noise with the implantable cardiac monitor (icm). The device was initially implanted but required explant and replacement due to these issues. Troubleshooting steps included repositioning the device three different times at various angles to improve the signal, which was unsuccessful. Subsequently, the device was removed and replaced with a new device, which provided a better r wave signal and resolved the oversensing of noise. No patient complications have been reported as a result of this event.